Manufacturer narrative:
On 03/22/2016 the field service engineer (fse) found the waste pump was defective and was causing the bath to overflow. The fse replaced the waste pump and the instrument ran without leaks. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported an uncontained blue leak from the couter act diff 2 analyzer. The volume of the leak was about 20 ml. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.